Event description:
The intended procedure was coronary stenting of a right coronary artery lesion. However, during preparation of the device for the procedure, saline solution leaked through and a crack of the shaft was observed. Consequently, another cypher stent was selected to successfully complete stent implantation without any adverse effects to the pt.

Manufacturer narrative:
Add'l info regarding the target site was noted as the following: vessel tortuosity with mild calcification and pre-existing clot. The lesion was de novo, type b and 18 mm in length, which was predilated. The product has been returned for eval and testing. However, analysis has not been completed as of to date. Add'l info will be submitted within 30 days upon receipt. This device is not distributed in the united states, however, it is similar to the cypher sirolimus-eluting coronary stents distributed in the us.